Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, the elevator channel plug was loose and leaking due to a cut on the o-ring. The forceps cover glue was found peeling. The glue on the objective lens was peeling but not affecting the image. The ultrasound image contained three broken elements. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the nozzle of the auxillary channel was loose. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. Since the subject device was manufactured more than 5 years ago, it is possible the device was impacted by aging deterioration. A review of the instructions for use identified the following verbiage under "inspection of endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Per the legal manufacturer, the other issues identified in the initial report (loose elevator channel plug, peeling glue on objective lens but not affecting the image, and broken elements) have no potential to cause or contributed to death or serious injury if they were to recur.